Manufacturer narrative:
PMA/510k: this product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the patient presented with dyspnea and the device was interrogated to reveal episodes of noise that resulted in oversensing on the right ventricular (rv) lead. Insulation damage was suspected but was not confirmed. Provocative testing was performed but was not able to reproduce the noise. All other electrical values were stable and in range. A lead explant procedure is anticipated, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.